Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture. The ra lead was not used and was not replaced. A single chamber pacemaker was implanted. The patient was in stable condition throughout the procedure and was discharged.